Manufacturer narrative:
Testing was performed at abbott diagnostics (B)(4), inc. On retained kit lot 1016078 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000/ lot 1016078, test base part number 190-430/ lot 1016078. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1016078 showed that the complaint rate is (B)(4). A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1016078 showed that the complaint rate is (B)(4). The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The customer reported conflicting results with the ID now covid-19 assay. The customer reported the following sequence of testing on a direct tested nasal kitted swab with the ID now covid-19 assay performed on (B)(6) 2021. The initial test generated a positive result. It was reported the patient's mother wanted the test performed again on another instrument since the test results were unexpected. A second test using a direct tested nasal kitted swab sample on another ID now covid-19 assay generated negative results. The third repeat test on a direct tested nasal kitted swab , collected within twenty-five minutes from the first sample collection, with the ID now covid-19 assay generated negative results. It was reported by the customer a patient sample would be sent out for pcr confirmation testing. Confirmation test information or results were not provided. The customer stated the patient was symptomatic and presented with a fever. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment. Per the ID now covid-19 product insert, precautions include: due to the high sensitivity of the assays run on the instrument, contamination of the work area with previous positive samples may cause false positive results. Handle samples according to standard laboratory practices. Clean instruments and surrounding surfaces according to instructions provided in the cleaning section of the instrument user manual. Refer to section 1.6, maintenance & cleaning, for further information. The ID now covid-19 product insert indicates that negative results should be treated as presumptive and tested with an alternative FDA authorized molecular assay, if necessary for clinical management, including infection control. The product insert states negative results do not preclude sars-cov-2 infection and should not be used as the sole basis for patient management decisions. Negative results must be combined with clinical observations, patient history, and epidemiological information. False negative results may also occur if amplification inhibitors are present in the specimen or if inadequate levels of viruses are present in the specimen. Unexplained conflicting results shall be reported as it is unknown which result is correct.

Manufacturer narrative:
Abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issue; however it could possibly be related to the specific patient samples.